Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7291487. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing pain. Symptoms noted are inflammatory reaction. The patient underwent lead pull procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to MDR in block h6.

Event description:
It was reported that the patient was experiencing pain. Symptoms noted are inflammatory reaction. The patient underwent lead pull procedure. The patient was doing well postoperatively. Additional information was received that the explanted device was not returned.

Event description:
It was reported that the patient was experiencing pain. Symptoms noted are inflammatory reaction. The patient underwent lead pull procedure. The patient was doing well postoperatively. Additional information was received that the explanted device was not returned.